Manufacturer narrative:
(B)(4). The analysis results found that the hap02 device was returned out of its sterile package; only the tyvek lid was returned. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; furthermore a piece of the blister was found to be broken at one of the sides of the package and the tyvek was noted to be wrinkly with one tear. In addition the broken blister was still attached to the tyvek. The packaging integrity may have been compromised. Due to the damages found on the blister and tyvek, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. A lot record was review and no anomalies were noted during the packaging process.

Event description:
It was reported that prior to an unknown procedure, the sterile package was broken. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.